Event description:
Boston scientific received information that during a pacemaker replacement procedure, the right atrial (ra) lead was fractured between the terminal pin and the proximal electrode when the lead was attempted to be removed from the device. Additional information from the field representative confirmed that the conductor remained attached to the pacemaker, but the terminal pin had separated from the lead body causing the conductor coils to stretch out. The lead portion in the pg will not be returned. The right atrial (ra) lead remained in the patient but was surgically abandoned and is out of service. A new ra lead was then implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.